Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user transitioning from dexcom g6 to dexcom g7 experienced difficulty pairing the new g7 sensor to the ilet and, in a separate contact, experienced g7 signal loss to the ilet while the dexcom app continued to display glucose data. Symptoms included no adverse clinical effects. Outcomes included no alerts or alarms on the ilet and no impact to blood glucose management. Investigation included guided troubleshooting and education, including toggling bluetooth, restarting the ilet, re-entering the g7 pairing code, and initiating a new pairing attempt followed by sensor warm-up. Investigation of this case revealed successful re-establishment of pairing to the ilet and that the cgm and sensor were functioning, with the issue limited to communication between the g7 and the ilet. It was concluded, based on previously established findings for similar reports, that intermittent signal loss and pairing interruptions are consistent with connection or setup issues.